Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2016, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, a follow-up examination reportedly identified a distal type I endoleak in the left common iliac artery. According to the report, the endoleak was caused by aneurysmal disease progression which led to dilatation of the vessel. On (B)(6) 2019, the patient underwent a secondary intervention procedure to treat the distal type I endoleak. The left internal iliac artery was embolized, and a contralateral leg endoprosthesis was implanted to extend the stent graft system distally into the left external iliac artery. The endoleak was resolved, and the patient tolerated the procedure.